Manufacturer narrative:
(B)(4). A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. The sample analysis was not performed because the device was received and routed to service prior to the product analysis lab (pal) being made aware of its complaint status. A review of the device history was not performed due to the fact that the task is not required for electromechanical devices which have been previously serviced. Review of service history data revealed previous device servicing did not cause or contribute to the reported difficulty of patient symptom - other. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The onset of the hernia occurred on an unspecified date in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an umbilical hernia coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). Twenty-two days prior to receipt of this report, the patient had outpatient surgery to repair the hernia. The cause of the hernia was unknown. The pd nurse reported that there were no high volume alarms or increased intraperitoneal volume (iipv) events prior to the hernia. The same day as outpatient surgery pd therapy was temporarily discontinued and hemodialysis (hd)was started to let the hernia heal (for 6 weeks). At the time of this report the patient remained on hd therapy and was recovering from the hernia event. The pd nurse reported the patient and will be returning to pd therapy once fully recovered from the hernia surgery. No additional information is available.